Event description:
We received an allegation of a software malfunction in the cobas infinity lab core license 3.x. The reporter stated that the instrument driver did not replace an empty result by a defined equivalence and as a consequence, a series of rules were triggered because the result remained empty. There was no report of any patient harm because of the event.

Manufacturer narrative:
The software version is 3.03.14. The investigation is ongoing.

Manufacturer narrative:
The investigation confirmed the allegation and verified the event as a software issue in the cobas infinity, as the cobaspro driver was not applying the parameter when the result arrived with raw results and when a comment was added through the rule engine or manually to an empty result, the result lost its alarms. The issues have been addressed.